Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had intermittent fevers and was found to have vegetation on the pacemaker site. The system was removed. No other patient symptoms were reported.